Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the reload noted that it was prefired. Functional evaluation noted that the reload fired satisfactorily after the interlock was overridden. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a gastric bypass, involving the stomach, a reload only fired part way and stopped and locked out with the powered handle. A new reload was used and fired completely. Patient is doing fine. To correct the condition a new handle and reload was used and the reload misfired. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss.

Event description:
Additional information provided: the reload stopped about 15mm into the staple line. A new reload was fired over the previous staple line to complete the staple line.